Event description:
Customer reportedly tested approximately 60 mg/dl and 109 mg/dl on the compact plus system within 10 minutes. Customer reportedly ate after receiving results, no adverse event reported. Requested return of suspect system and replacement was sent. Information suggests comparison performed in the home. No strip information provided.